Manufacturer narrative:
A wallstent biliary rx uncovered stent and delivery system were received for analysis. The stent was returned fully deployed. However, a media inspection was performed of a photo provided by the customer and it was observed that the stent was partially deployed. Visual examination of the returned device found the outer clear sheath was accordioned. Microscopic inspection was performed and found the wires of the stent were damaged. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed; as per media inspection, the stent was found partially deployed on the delivery system. The damages noted to the stent and the outer sheath were most likely due to procedural factors. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the reported event and the observed failures. The physician might have felt some resistance while attempting to deploy the stent inside the patient and as a result, the stent could not be fully deployed. While trying to reposition the stent, this could have caused damage to the stent wires and the outer sheath (accordion). It is likely that the physician may have deployed the stent outside the patient after the procedure and the device was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary rx uncovered stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the wallstent biliary stent could not be fully deployed. The wallstent biliary stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation result which revealed the stent wires were damaged.